Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy, and customer did not need assistance from a third party. Customer then changed infusion set and cartridge and resumed insulin delivery. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer acknowledged and understood.